Manufacturer narrative:
This is FDA reportable due to sentinel event reported on medwatch's 1320894-2008-00147. The device is not being returned to conmed. However, a supplemental report will be filed after the quality engineering investigation has been completed.

Event description:
It was reported that during a hysterectomy, "specimen was being extracted through vagina, v-care was attached to fundus, on removal end cap and balloon came off and remained in the pt. Cup and balloon removed from pt."